Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of hi blood glucose result. Facility using truemetrix meter on patient and received result of e-9 and then hi. Patient required medical intervention at the time of the call on (B)(6) 2015 due to blood glucose results. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2016 and open vial date is (B)(6) 2015. Meter memory not recalled.